Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an oral surgery procedure on an unknown date and suture was used. It was reported that the needle breaks when the doctor goes through the patient¿s gums. The doctor changed the needle and it happened again. No adverse patient consequences were reported.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device aj8361 number, and no non-conformances were identified.